Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. There was patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Manufacturer narrative:
Correction : date of event, describe event or problem, initial reporter addr 1, initial reporter city. Additional information: concomitant med prod/dates, initial reporter zip.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f05 - delay to treatment/therapy. E2403 - no clinical signs symptoms or conditions. A1102 - application program problem. A070504 - premature discharge of battery.  A141203 - failure to pump. There was patient involvement. A report was received from health canada's canada vigilance program which states, "was in a resus room with a patient - having issue with alaris pump. Had to change module and channels multiple times (modules three times and went through approx. 6-7 channels). Many channels not working and having errors. One alaris pump did not even turn on. Multiple alaris pumps critically low battery - not enough battery to transport patient to ICU who was on three different pressors."